Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, the implantable cardioverter defibrillator was found in backup mode. No interventions were performed. There were no patient consequences.